Event description:
Customer reported no reactivity with vra136 and a pt sample with anti-e with a 15-minute incubation. This report corresponds to ortho clinical diagnostics inc (B)(4).

Manufacturer narrative:
Ortho clinical diagnostics (ocd) performed retained testing. Satisfactory results were observed.